Event description:
Event description guidant received information that this patient is implanted with both a pacemaker and an implantable cardioverter defibrillator. After the patient is shocked, the pacemaker loses capture for approximately one minute. When capture resumes, the rate is fast.